Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 07/10/2023. An investigation was conducted on 07/20/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Evidence of charred material was observed between the jaws. A microscopic inspection was conducted. The gray silicone insulation of the cold jaw was observed to be peeled away from the tip of the cold jaw and remained attached. The heater wire and insulation of the hot jaw were observed to be intact with no visual defects observed. Based on the returned condition of the device and investigation results, the reported failure "peeled; jaw" was confirmed; however the reported failure "melted" was not confirmed. The lot # 3000312722 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 plastic was melting on the jaws during a radial harvest. It had been used for evh first and then did the arm. Nothing fell into the patient. Nothing had to be retrieved. The patient was not injured. A second device had to be opened to complete the case.